Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-00987 pertains to the first resolution 360 clip device, manufacturer report# 3005099803-2018-00988 pertains to the second resolution 360 clip device, and manufacturer report# 3005099803-2018-00989 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not deploy correctly. The same issue occurred with the other two resolution 360 clip devices, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.